Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and the cpc connector was broken.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2011. During the procedure, it was noted that the hand piece connector was broken on the front of the device and the staff was unable to connect the disposable to the unit. A second like device was used to complete the procedure with no adverse patient consequences.